Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, the basal segments in program one were edited by the use on (B)(6)2019 and is the reason basal history does not match for (B)(6)2018. 00:00 segment was changed from .900 to .950. And 16:00 segment was changed from .250 to .300 on (B)(6)2018.1. Basal total daily dose adds up correctly with the uses basal program . No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the pump was not delivering insulin as programmed. Troubleshooting revealed the recorded basal deliveries did not match the programmed basal rates for an unknown reason. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.